Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: visible corrosion/rust was found inside the battery compartment and on the battery cap. The pump failed a leak test due to a battery compartment leak. The side of the battery compartment was found to be cracked from the threads to the case seal. The pump was opened for further investigation and evidence of moisture was found internally.